Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that the device has a damaged housing due to user error. Add'l info received indicated that the led segments were missing on the display. No known impact or consequence to pt.